Event description:
It was reported that the patient developed skin irritation at the pod insertion site on the abdomen after wearing the device for between 4 and 24 hours. The patient experienced a burning sensation at the infusion site, prompting pod removal. Upon removal, the patient reported pain, redness, burning, and purulent discharge at the site. The patient sought medical attention during a same-day physician visit on (B)(6) 2026. During the consultation, the physician reportedly noted that the site appeared to resemble a "chemical burn"; however, no specific diagnosis was provided by the patient during reporting. The patient was treated with antibiotic cream and oral antibiotics.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone17.1. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.